Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd discardit¿ ii 2 ml syringe experienced a damaged, or open unit package/seal where sterility was compromised. The following information was provided by the initial reporter: a patient brought back a box of bd 4mm needles in which many needles are not covered by the cover.

Manufacturer narrative:
H6: investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the bd discardit¿ ii 2 ml syringe experienced a damaged or open unit package/seal where sterility was compromised. The following information was provided by the initial reporter: a patient brought back a box of bd 4mm needles in which many needles are not covered by the cover.